Event description:
It was reported that a patient presented for a generator replacement. The physician was concerned about the estimated longevity of the pacemaker as the device reached elective replacement indicator earlier than expected. The left ventricular lead also exhibited high capture thresholds. The pacemaker was explanted, meanwhile there were no plans to revise the lead as it was used for the next system. The patient was stable. Related manufacturer reference number: 2017865-2021-40510.